Event description:
That pump did not have any audio tones. Self-test was performed and customer reported that pump did not beep as expected.

Manufacturer narrative:
Acomplete analysis and testing of the pump showed that unit had no audible tone due to damaged audio tranducer.